Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a starclose device after a iliac embolization interventional procedure using a 5f sheath. Reportedly, the clip was deployed and when attempting to remove the device there was slight resistance; however, the device was able to be removed without having to use any of the bailouts. When the device was removed from the patient it was noted that the clip had remained on the distal end of the device and there was some tissue (intima). Manual arterial compression was applied to achieve hemostasis and treat the tissue damage. There was no adverse patient sequela. As manual compression had to be applied for a long period of time due to the tissue damage, there was a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the clip deployment issue/ malposition include, but not limited to, incorrect positioning of the device, clip too anterior to arteriotomy or vessel locator not placed against the surface of vessel, inadequate nick and spread, user pulls back on device during clip deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1494 patient selection.